Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. The iabp was sent to the biomed department where it was tested and all tests were good. The biomed employee used a trainer and fiber optic catheter without any issues. It was thought nursing may have inserted the fiber optic catheter incorrectly into the module. A supplemental report will be sent upon receiving additional information.

Event description:
It was reported that during use on a patient, when the fiber optic balloon was attached to the optic module the cs300 intra-aortic balloon pump (iabp) alarmed "sensing failed". A different cs300 was brought in and used. The first iabp was sent to the biomed department where it was tested and all tests were good. The biomed employee used a trainer and fiber optic catheter without any issues. It was thought nursing may have inserted the fiber optic catheter incorrectly into the module. No adverse event was reported.